Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/ compromised force sensor test, excessive no delivery test and displacement test. However, an unexpected motor noise was noted during the rewind due to faulty motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a driver/motor anomaly and experiencing high blood glucose. The blood glucose at the time of the incident was 264 mg/dl. The customer sates they have been experiencing many issues. She states the insulin spoiled in her pump and the keeping blood glucose under control. The customer also noted the insulin pump makes loud sound when it rewinds. She was also experiencing air bubbles in the reservoir. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.